Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover is confirmed; however, the root cause could not be determined. One 22 ga x 0.75 in. Safestep infusion set with a y-site was returned with its opened packaging for evaluation. An initial visual observation of the returned infusion set revealed no obvious residues throughout the returned sample. The safety mechanism was observed to be advanced over the needle tip upon the return of the infusion set. The dust cap, cardboard packaging, and needle cover were not returned with the infusion set. While the needle cover was not found, it was not possible to determine when or where the component went missing. Therefore, the cause of the missing needle cover is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported since the needle tip protection cover was not included from the beginning, we stopped using it. We returned it after the needle tip protection mechanism was activated.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.